Manufacturer narrative:
A steris service technician inspected the reliance vision-single chamber washer/disinfector and could not duplicate the reported event. No issues were noted with the door functionality, obstruction bar or safety switches. The technician tested the washer/disinfector and returned the unit to service. While onsite, the technician learned that a user pinched their hand between a rack and the door while attempting to manually clear an obstruction from the washer door. The root cause of the event was determined as user error as the employee should not have manually cleared the obstruction from the washer door. The reliance vision single chamber washer/disinfector operator manual states (1-2), "if an obstruction is present in chamber door, do not attempt to remove the object. A door obstruction sensor detects the obstruction. Door automatically stops from closing and raises automatically. If operator is unable to remove obstruction from chamber door, call a qualified service technician." The technician counseled user facility personnel on the proper use and operation of the reliance vision-single chamber washer/disinfector, specifically on safe operating protocols. No additional issues have been reported.

Event description:
The user facility reported that an employee was manually pushing a rack into their reliance vision single-chamber washer/disinfector when the door came down and contacted their hand. The employee sought and received medical treatment (bandage) following the reported event.